Event description:
Device 1 of 3; reference MFR report: 3008829311-2017-00613, reference MFR report: 3008829311-2017-00614. Additional information received indicated the patient's system was explanted due to the wound not healing. The physician believes the patient has an allergy to the implanted device which prevented the wound from healing. The physician further indicated that since the system was removed the wound has healed.

Event description:
Device 1 of 3; reference MFR report: 3008829311-2017-00613; reference MFR report: 3008829311-2017-00614. It was reported the patient experienced heating and pain at the implantable neurostimulator (ins) site. The patient indicated she felt as though one of the leads was coming to the surface between the midline incision site and pocket site. Surgical intervention was undertaken on (B)(6) 2017 and the leads were buried deeper in the fascia. At the postoperative follow-up appointment, it was noted that the midline and pocket site incisions were not healing properly. A foam antimicrobial dressing was applied to both incision site and patient was prescribed antibiotics. An additional follow-up appointment was scheduled and patient reported improvement with the pain at the ins site. The patient has been referred to a wound care specialist and the physician suspects the wound healing issues may be related to an adhesive sensitivity.